Manufacturer narrative:
Mckesson medical imaging company completed an investigation and concluded that the horizon medical imaging (hmi) system performed as designed and no malfunction of the device occurred.

Event description:
The reporting facility contacted mckesson to request assistance with an investigation into slow transfer of images from modalities connected to mckesson radiology pacs. The reporting facility alleged a trauma patient was transferred to another facility, due to a delay in availability of a study for the patient. The patient expired during transit.